Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2020-02045; related manufacturer reference number: 2017865-2020-02047; related manufacturer reference number: 2017865-2020-02048. It was reported that the patient presented to the emergency room with endocarditis. The patient had (B)(6) and cardiovascular implantable electronic device lead infection. The implantable cardioverter defibrillator and all three leads were explanted. The patient had other unspecified reasons for the hospital stay in addition.